Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. (B)(4). Summary of investigational findings: based on the investigation and since no product or imaging was provided to support the investigation, it was not possible to determine if this incident is related to the device or patient condition. It is however believed that the calcification may have contributed to the experienced difficulty. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: an (B)(6) male patient underwent tevar by right approach. Severe calcification was observed in the access route though, he was suitable for the endovascular repair within IFU. The procedure was planned as placing zteg-2p-42-216-pf at proximal site and zteg-2d-42-198-pf at distal site. When inserting the first zteg-2p-42-216-pf ((B)(4)), strong resistance was encountered at the puncture site of the femoral artery. The delivery system was removed once and it was found that the sheath tip was frayed. Then, another zteg-2p-42-216-pf ((B)(4)) prepared as a back-up device was used instead. The procedure was completed as planned. Patient outcome: there have been no adverse effects to the patient reported.